Event description:
The user facility reported that after an unknown amount of time in use, the cuff pressure decreased and unable to be increased. No adverse effects to the patient were reported.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.